Manufacturer narrative:
Device is a combination product. Promus premier ous mr 28 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to multiple stent rows with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The device was soaked in the waterbath at 37 degrees celsius to soften hardened medium present in the wire lumen. The device was inflated to rated burst pressure (rbp) without issue. The device deflated within specification. The inflation device was verified before and after use. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. The device was loaded on a 0.014 inch guidewire without resistance. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22jan2019. It was reported that the device could not be dilated. The 90% stenosed target lesion was located in the left circumflex artery. A 28 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion, but the device could not be dilated. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.